Event description:
It was reported that patient's right hip was revised due to infection (pathology confirmed infection as (B)(6) - surgeon reported that infection travelled from a lymphoma port which was placed in the patient).

Manufacturer narrative:
Additional information: gtin. An event regarding infection involving an adm liner was reported. The event was confirmed through review of the provided medical records by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: recurrent hospital infection with a (B)(6) in immune compromised patient due to lymphatic malignancy required all hip arthroplasty components to be removed as a stage-1 procedure for infection with stage-2 reconstruction planned once infection is under control. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusion: the investigation concluded that the event was caused by. Recurrent hospital infection with a (B)(6) in immune compromised patient due to lymphatic malignancy required all hip arthroplasty components to be removed as a stage-1 procedure for infection with stage-2 reconstruction planned once infection is under control. A memo provided by a principal microbiologist concluded. Surgeon has confirmed origin of the infection as the lymphoma port utilized during surgery. It is not possible that the source of infection can be ascribed to stryker implants. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: modular dual mobility insert; 626-00-42e; 54615301 v40 fem head orthinox 28-0; 6364-2-128; g5670128 6.5 cancellous bone screw 40mm; 2030-6540-1; w563rm exeter stem; unknown cat#; unknown lot# trident shell; unknown cat#; unknown lot #. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right hip was revised due to infection (pathology confirmed infection as (B)(6) - surgeon reported that infection travelled from a lymphoma port which was placed in the patient).